Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, operator experienced 3 cases of suture broken and 10 cases of needle bent.